Manufacturer narrative:
The p 612 system pipettor adjustment and mechanism were checked. The system was found to be working ok. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received questionable results for one patient sample tested with multiple assays on the cobas 8000 e 801 module. Of the mentioned tests, the sample had discrepant results for the elecsys hcg + beta test system and the elecsys estradiol iii assay. Incorrect results were reported outside of the laboratory, but were questioned since they did not match the patient's history. The sample was repeated on (B)(6) 2019. The patient sample was initially processed on a cobas p 612 pre-analytics system prior to testing on the e 801 analyzer. The reporter noted that there was leakage coming from the pipettor of the p 612. The sample initially resulted with an hcg + beta value of 39.2 iu/l, which repeated as 5945 iu/l. The sample initially resulted with an estradiol value of < 5 ng/l, which repeated as 285 ng/l. No adverse events were alleged to have occurred with the patient. The hcg + beta reagent lot number was 329456 and the estradiol reagent lot number was 359579.

Manufacturer narrative:
The provided calibration data was acceptable. The provided qc data was acceptable on the day of the event. The alarm trace from the day and time of the event does not contain suspicious alarms. The investigation determined the cause of the discrepant result is consistent with incorrect liquid level detection in the sample caused by a tilted tube.